Event description:
A patient reported two sets of blood comparsion with results of "240 mg/dl" with a lifescan meter and "80 mg/dl" on a laboratory device for the first set. On the second set, a patient obtained "320 mg/dl" with a lifescan meter and "120" mg/dl" on a laboratory device, both performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.